Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. A replacement touchscreen was ordered and shipped to the customer; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working, and that the touch was not responding at all. The rse recommended to replace the touch screen. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).